Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that following implant surgery, the pt experienced numbness in her legs and paralysis from the knees down. A computed tomography (CT) scan confirmed an epidural hematoma. The physician chose to explant the patient's lead. Upon explant surgery, the patient regained sensation in her legs and feet.